Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead integrity alert (lia) due to high impedance, oversensing, and increased counts to the sensing integrity counter (sic) which were caused by a confirmed lead fracture. The lead was turned off and lead lead will be replaced in the future. No patient complications have been reported as a result of this event.